Manufacturer narrative:
The sample was also received and tested at the investigational site and the vancomycin result was 8.8 ug/ml on (B)(6) 2023. The issue was resolved with the updated parameter file as stated in h10 of the initial report.

Manufacturer narrative:
The investigation determined that there was an online update applied to the vanc3 assay that was missing the reagent cap conditioning parameter file. By omitting the reagent cap conditioning step, it was found that it could, in very rare cases, cause inaccurately low results due to carry-over of concentrated reagent. The missing parameter file was determined to be the root cause of the event. The correct parameter file was released on (B)(6) 2022 and this resolved the issue.

Event description:
There was an allegation of questionably low vanc3 vancomycin results for 1 patient sample on a cobas pro c 503 analytical unit. The initial vanc3 result was 6.5. The repeat result was 9.5. The sample was re-centrifuged and the second repeat result was 9.5. The sample was repeated again on a fujirebio analyzer and the result was 11.0. The units of measurement were requested but not provided. It is unknown if the initial result was reported outside of the laboratory. The analyzer serial number is (B)(4).